Event description:
The suspect device result was 145 mg/dl. The user displayed hypoglycemic symptoms and called the emergency medical technician. The emergency medical technician checked pt's glucose and the level was 54 mg/dl. They were given orange juise and vomited. They were taken tot he ER and treated with a glucose IV. Controls were not used. The device was replaced and requested to be returned for eval.